Manufacturer narrative:
A ge rep evaluated the system and repaired the jammed table, and performed a filament calibration. System operates as intended.

Event description:
Customer reported the table is jammed and timed exposure is not possible. No pt injury was reported.